Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. D9 - date device returned to manufacturer. H4 - device manufacture date. H6 - codes updated to imdrf codes. Visual inspection: the torque limiting handle 80in-lb (p/n: 299704320, lot number: gb110245, qty:1) was received at us cq. Upon visual inspection, scratches from field usage were observed on the device. No other issues were identified. Functional test: torque test were performed at dpy lyndhurst ups fsl. The lowest torque of the device measured during calibration testing was 91.525 nm which was not within the specified torque range of the device of 72.0 nm - 88.0 nm per dwg 103030163, rev. H. Hence, the torque test failed high. Document/specification review: the following documents were reviewed: expedium verse torque limiting handle assembly: 103030163, rev. H/k (manufactured and current) no design issues or discrepancies were identified. Investigation conclusion: the complaint condition was confirmed for the torque handle. There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. The potential cause could be due to the damaged internal components or debris ingress. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device history lot - a review of the receiving inspection (ri) for verse 3in1 driver, torque wr was conducted identifying that lot number gb110245 was released in a single batch. Batch1: lot qty of (B)(4) units were released on 20 apr 2018 with no discrepancies. As a result, the ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. Device history review - the ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/ investigation, but has yet to be received. Reporter is a synthes employee. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, during routine incoming inspection of a loaner set, it was observed that the torque handle was found to be out of drawing specification. There was no known patient or hospital involvement. This report involves one (1) expedium spine system torque limiting handle 80in-lb. This is report 1 of 1 for (B)(4).